Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose of 450 mg/dl. The customer was at 160 mg/dl after treating for the high blood glucose with insulin pump. The customer believes the pump is over delivering. The customer also had issues with a bent infusion set cannula. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test or verify possible over delivery anomaly due to buttons not responding. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.